Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer performed a supply change and the occlusions continued. The customer's blood glucose (bg) level was 375mg/dl and insulin via an insulin pen was administered to address the bg level. A system check was performed and the occlusion was found to be within the infusion set tubing. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. The customer stated they would perform a complete supply change, filling the cartridge with humalog insulin, and resumed insulin deliveries.